Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that, soon after an unknown procedure, the reservoir became swelled as soon as negative pressure was applied. The reservoir was replaced to another one. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Pc-(B)(4). Actual device returned and evaluated. Welding around the ports was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Also y-connector ports and exit port were in good condition. No void, hole or channel was found in perimeter sealing and port sealing.